Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) 3i t3 non-platform switched tapered implant 3.25 x 13mm (bost3213) and one (1) certain ep healing abutment 4.1mm(d) x 5mm(p) x 4mm(h) (itha54) were returned for investigation. Visual evaluation of the returned product identified that the abutment screw was fractured at the threads. The screw fragment was identified inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event (fractured screw). A pre-existing condition was not noted on the per form. Bone density was moderate density (type ii). The reported implant was located on tooth # 46 (fdi) and was used for approximately eight (8) months. The length of the screw usage was unknown. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (itha54) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: dental : functional : fracture : screw based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). UDI not available. PMA/510(k) number not available.

Event description:
Doctor reported that healing abutment fractured inside the implant and implant at tooth site was removed. No other implant was placed to finish the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).